Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. After the repairs, the device was returned to the customer for use.

Event description:
It was reported that the device did not power on during a pre-shift vehicle check. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly and verified the failure. It was determined that the cause of the reported failure was due to an opened fuse designator f3 located on the power pcb assembly which caused the battery not to charge.